Event description:
In 1980 rptr had breast implants, bristol myers. It was in 1985 when rptr started having problems, it started out as really bad heart burn with reflux, doctors tried everything to help, but nothing seemed to help. Then rptr had early signs of menopause. Rptr's body hurt all the time, especially her legs. Rptr's family doctor thought she had signs of ms. Rptr several years later, found out she had lupus caused by the implants. To this day rptr is very fatigued, and legs seem like they they are getting worse. Some days rptr feels like she won't make it through the day. Rptr has trouble writing anymore, "it's like my brain tells me to write a certain letter or word and my hand won't react. Sometimes I want to raise my leg to climb a stair or raise my hands and they won't react to the brain's commands."